Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the caller on pressing techniques and confirmed the replacement of the pump. The customer opted to continue using the current pump until the replacement arrived and understood the return instructions for the faulty device.